Event description:
The manufacturer was contacted about a dreamstation CPAP device. The device was visually inspected/evaluated, and white particles were present. Additional information indicates that this device does not contain the sound abatement foam referenced in the recall. The device was scrapped.

Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center..